Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a call was received from the pt who called a report an alarm, was symptomatic, light headed and clammy. The pt denied any fevers, chills, or shortness of breath (sob) prior to the event. The pt was on a/c power at the time of the event. Home rehydration was recommended in case the pt was dry, however, the pt remained lightheaded and clammy and the alarm repeated. The flow reported and all other vad numbers at baseline. The system controller was exchanged with another system controller, but 30 minutes later the pt called back again reporting the alarm and symptoms again. Interrogation of the vad revealed pump stops at the times when the pt was either on a/c or battery power. The pt was asked to present to the emergency department (ed) for eval. All lab values were within defined limits (wdl). Doppler pressure is 114 (baseline 100-110), pt appeared warm and well perfused. The pt was admitted. X-ray's taken revealed 3 areas of concern with the percutaneous lead and the MFR's technical service team was requested to replace the percutaneous lead. On (B)(6) 2013, it was reported that the replacement was not successful and a decision was made to exchange the lvad pump with another lvad pump. The exchange was completed on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. The attached user facility report was received from the (B)(4) registry.